Manufacturer narrative:
Per the tandem user guide: ¿avoid exposure of your pump to temperatures below 40°f (5°c) or above 99°f (37°c). No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a malfunction alarm occurred exposed to humidity. The customer reverted to an alternate method of insulin therapy. There was no adverse impact to the customer¿s blood glucose level.